Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's husband reported via phone call indicating that the customer was hospitalized with a blood glucose level of 600 mg/dl. The caller did not provide the time and date of the incident. The caller was not on the hippa list and was informed that information could not be released to them. The customer did not troubleshoot and did not send the product back for analysis.